Event description:
The company was made aware that the pt was experiencing skin breakdown at the implant site. The pt's device was explanted. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.